Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3550-39, product type: accessory. Stim lead/body/conductor/broken/anchor site unknown.

Event description:
A company representative (rep) provided information on (B)(6) 2016. It was noted that the patient wanted or needed magnetic resonance imaging (MRI), and didn't want the system switched to a different device. The rep provided additional information on (B)(6) stating that the devices had been returned for disposal only. There were no allegations against the device or therapy, and there were no related patient symptoms reported. The indications for use were spinal pain and radicular pain syndrome (radiculopathies).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.